Event description:
It was reported that during a lap. Appendectomy procedure when the device was fired the staples came out of the device unformed and fell into the pt. All the staples were removed from the pt. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. Eval summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with sixteen reloads present. The return device was tested for functionality with a test reload on the three articulated positions; when fired, the staples to the left and center were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch records review was performed and no anomalies were found during the manufacturing process.